Manufacturer narrative:
The reported event of stylet could not be inserted was not confirmed. As received, a complete lead was returned in one piece. The stylet that was used in the field was not returned with the lead. The lead was tested with a stylet, and the stylet could be inserted from the connector pin and out to the distal tip and was able to be completely removed with no anomalies noted. Visual inspection and x-ray examination of the lead did not find any anomalies except the damage found consistent with procedural damage.

Event description:
During an initial implant procedure, multiple attempts were made to advance different stylets into the left ventricular (lv) lead, but these attempts were unsuccessful. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.